Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device's ready for use indicator is displaying red. There was no reported patient involvement.

Event description:
It was reported to philips that the device's ready for use indicator is displaying red. There was no reported patient involvement. A processor pca was returned to the failure analysis lab. Following the analysis, the reported customer issue was not duplicated in the lab.